Event description:
It was reported that the patient received a shock for an episode in the vf (ventricular fibrillation) zone. At the time the patient was in af (atrial fibrillation) with rvr (rapid ventricular response). The patient coded for pea (pulseless electrical activity), with non-capture following the shock and atrial undersensing during the episode. It appeared the patient was shocked for svt (supraventricular tachycardia) with rvr. It was noted that the patient had a "profound electrolyte imbalance" at the time, with a k of 2.0. The shock did terminate the af and fast ventricular rate, and the entire system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419488, implantable pacing lead, (B)(6) 2011; product ID: 693565, implantable tachy lead, (B)(6) 2011.